Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer alleged that insulin pump was under delivering due to customer blood glucose was high and the insulin pump was not letting them to get the bolus to adjust their blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using the auto mode feature at the time of event. Customer stated that insulin pump was failed in displacement verification table test. The insulin pump will be returned for analysis.